Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged; further described as ¿the two plastic sheets were not sealed¿. This was observed prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.